Manufacturer narrative:
(B)(4) - zipper teeth missing. Evaluation results: evaluation of the product found that on panel side b the access window has a zipper slider body that is open. Window side c has 1 inch broken stitches on the zipper tape. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the patient's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).

Event description:
The customer reported that the canopy has zipper damage to the right side panel, the teeth are missing. There was no patient incident or injury reported.